Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #2 - device evaluation: the pump has been returned to animas and evaluated on 04/20/2015 with the following findings: there were no alarms in the black box related to a load step malfunction. The pump was able to perform the rewind, load, & prime steps successfully. The force sensor calibration was within specifications. The force sensor pins were seated and the solder connections were intact. There was no evidence of cracked force sensor traces.

Manufacturer narrative:
Follow up #1 04/15/2015: a review of the customer's complaint showed that the alleged issue was not with the pump pushing insulin during the load step. The alleged issue was the pump losing prime, which was documented in another report.